Manufacturer narrative:
Testing and investigation found the device alarmed with a s233 malfunction alarm code and the device was noted to be warm to touch. Further testing found the device cooling fan was not rotating. The fan was not rotating causing the psc (power supply controller) ambient temperature to exceed and the device generated a s233 error. The symbiq device has an internal fan that turns on either when the battery is charging, or when the internal temperature is to high. The fan will turn on if the temperature sensor on power supply controller is greater than 70 degrees c. The fan is supposed to keep the psc temperature below the s233 threshold value. S233 malfunction occurs when the temperature in symbiq psc subsystem is greater than 75 degrees c. The probable cause of the s233 malfunction alarm code and the device being warm to touch was a broken device cooling fan and fan cable. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code and was warm to touch. It was reported there was no burning smell or visible charring noted. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.